Event description:
Five days after implant, pacemaker incision site was noted to have some edema and ecchymosis, however no evidence of infection. Due to the swelling and risk of infection, the patient was prescribed an oral antibiotic for 7 days. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.